Event description:
It was reported, the patient¿s prior implantable neurostimulator (ins) eroded. The cause of the erosion was not infection, but a reaction to the ins, lead and extension. The patient did have a 50 percent or greater symptom reduction. The system was explanted and the patient had recovered.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387-40, lot# j0527052v, implanted: 2005 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387-40, lot# j0527052v, implanted: 2005 (B)(6); product type lead. (B)(4).